Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the tlc10 was fired across the stomach and the hemostasis was not a problem. The second staple line from left, to the left side of the blade, the middle 3rd of the staple line is not forming. It is as if the staples are not forming in the anvil. There was no consequence to the patient.